Manufacturer narrative:
Block e1: initial reporter city (B)(6). Block h6: imdrf device code a0501 captures the reportable event of electrode detachment. Block h2: block d4 was updated with the correct lot number. Block e1 initial reporter first name was updated.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the orise proknife electrode separated outside of the patient. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the orise proknife electrode separated outside of the patient. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of electrode detachment.